Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. It was also reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The plastic transparent ring on top of the reservoir compartment is missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error (open book image) alarm. Moisture damage was found on the motor and the force sensor during visual inspection. Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, missing serial number label, missing end cap address label, display window cover damaged, cracked select button keypad overlay, scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.